Event description:
It was reported that during a ptca treatment procedure the maverick2 monorail balloon catheter exibited air leakage at the hub at 8 atms on the second inflation. (The number of atms reached on the initial inflation is unk). The pt was asymptomatic during this event. The lesion being treated was a 90% in-stent restenosis in a proximal-mid lad coronary artery. The maverick2 monorail balloon catheter was removed and replaced with another balloon catheter to successfully complete the procedure. Pt status is reported as 'good'.